Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass, minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was dropped, causing damage to display screen. It was reported that the upper portion of display was not visible. Customer's blood glucose was not provided.